Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for lumbar radiculopathy. It was reported that the patient fell about a month ago. The patient confirmed that the reason for the fall was caused by the ins. The patient reported that the ins was not working. The patient reported he was hurting because he has a jabbing in his back. The patient did not know when this issue first started. The patient wanted to get a manufacturer representative (rep) to check the ins. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-03-19. It was reported that the manufacturer representative (rep) was going to meet with the patient (B)(6) 2019 to check the patent's stimulation system. No further complications were reported/anticipated.